Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection was performed, and no defects were observed. Leak test was carried out under water at 8 psi for more than 5 minutes, and there was no evidence of a leak. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported to baxter (B)(4) that a 1000 ml eva parenteral bag with peel pouch leaks. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.